Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) 1.0 mg/ml; 0.43 mg/day via an implantable pump. Indication for use was pelvic pain and gastrointestinal/ pelvic floor. The date of the event was (B)(6) 2018. It was reported that on (B)(6) 2018 the level of the medication was too low in the pump. Over the weekend ((B)(6) 2018) the patient had a flare up which caused nausea and vomiting that was unbearable. The patient went to the emergency room (ER) on (B)(6) 2018. The patient was at the hospital. The representative planned to meet the patient at the hospital on (B)(6) 2018 to adjust the pump. The patient had seen the healthcare provider (hcp) for adjustments since implant and was given a personal therapy manager (ptm). No out of box failure reported and no medical or therapy problem associated with small parts. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.